Manufacturer narrative:
Mml # (B)(4).

Event description:
The patient reported general discomfort in the implantable pulse generator (ipg) area due to the battery pushing against the skin. The ipg was sitting flat and was protruding. As a result, the patient underwent a surgical procedure to replace the ipg. A new ipg was implanted without complications. There was no patient harm or injury. The ipg was returned for analysis. The ipg passed the functionality testing and performs properly. Visual inspection revealed no damage or anomalies with the received ipg. The device history record, including the sterilization process, was reviewed. No relevant nonconformances were found. Following the ipg revision, the reactiv8 system was activated to allow the patient to initiate bilateral stimulation (when initiated by the patient).